Event description:
The pt underwent arterial graft placement. The cardiologist attempted arteriotomy closure using a prostar xl 8f device. When deploying the device, one needle stalled in barrel. It is unk if needle back down was attempted. The physician removed three of the needles from the hub of the device. The fourth needle was stalled against the barrel. He inserted a hemostat through the dermatotomy and clasped the needle from the barrel entry side and removed it. He cut the needle free from the suture and closed, using the first device. The pt recovered without incident.